Event description:
Initial report stated pump has been alarming for months - symptoms of itching alot and return of spasticity. Follow up with hcp revealed this hcp had been called to care for when admitted for pneumonia. The pump was interrogated at that time. The battery was found to be dead and the programmer could not communicate with the pump. Hcp contacted home health agency refilling device and found that the "lo" battery alarm had been sounding since 03/2002. It is unknown if this issue has been reported to an appropriate hcp. Pump was replaced. Patient has been doing well wtih the new pump.